Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that heparin 25000 units/250 ml infused faster than expected. A new bag was hung without a rate change, the infusion was checked by 2 rns, and two hours later the bag was empty. The md was notified and a blood draw was ordered with the ptt result above 240 after the event. No other effects to the patient were reported. The tubing was not sequestered. The hospital investigation determined that multiple alarms had occurred during the infusion, and an investigation of the devices was requested.

Manufacturer narrative:
The customer¿s report of heparin infusing faster than expected was confirmed. Physical inspection of the device showed no anomalies. The pcu event log shows that the pump module was previously programmed to infuse heparin thrombotic 25000unit in 250ml at a rate of 12.3ml/hr (dose = 18unit/kg/hr). At 9:25 am on (B)(6) 2018, the user restored the previous infusion running at 12.3ml/hr, changed the rate to 10.2ml/hr, and started the infusion. At 12:52 pm, the user paused the infusion, then changed the dose to 250unit/kg/hr, which made the rate 171ml/hr. The user started the infusion and selected yes to the guardrails warning ¿dose exceeds guardrails limit of 28unit/kg/hr. Proceed?¿ at 2:21 pm, the primary infusion completed and the device transitioned to kvo at 5ml/hr. At 2:25 pm, the user channeled the device off. At 2:30 pm, the user selected the device and restored the previous infusion running at 171ml/hr. The user changed the rate to 10.2ml/hr and started the infusion. The user then channeled the device off. At 2:57 pm, the user selected the device and restored the previous infusion running at 10.2ml/hr. The user started the infusion and the device alarmed for check IV set. The user then channeled the device off. The volume recorded as being infused during this period was 286.763ml. Functional testing showed no anomalies. The root cause of the heparin infusing faster than expected was identified as user programming.

Event description:
The customer reported that heparin 25000 units/250 ml infused faster than expected. A new bag was hung without a rate change, the infusion was checked by 2 rns, and two hours later the bag was empty. The md was notified and a blood draw was ordered with the ptt result above 240 after the event. No other effects to the patient were reported. The tubing was not sequestered. The hospital investigation determined that multiple alarms had occurred during the infusion, and an investigation of the devices was requested.